Manufacturer narrative:
The device was requested to be returned for an evaluation; however, the device has not been returned. The investigation is ongoing.

Event description:
A user facility reported that a ventx cannula broke off at the hand piece during the procedure and that the procedure was prolonged approximately one hour while the patient was under general anesthesia. The doctor finished the procedure using different suction equipment and there was no injury to the patient due to the broken cannula.

Manufacturer narrative:
The cannula was returned for an evaluation and service confirmed the complaint. The cannula appeared to be separated from the hub due to a poor bond. Based on the available information, no causal factors can be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.